Event description:
Upon inspecting the catheter after the procedure, the catheter balloon was deflated and the catheter had come out. The staff initially checked the catheter prior to insert and it inflated without problem, without leaking (following the recommendations of the MFR). After the event, the staff inflated the catheter balloon again (following the recommendations of the MFR) and the balloon inflated without issue and did not leak. However the water did not stay in the balloon, but was seen to leak back into the catheter. It did not come out of the catheter where the pt's urine would be, the fluid leaked back into the tube portion of the catheter where you insert the water for the balloon. It did not leak outside of the tube or insertion site where the syringe is connected.